Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the retained anchors are made of a biocomposite material which is intended for implantation. The anchor devices were left secure in the bone hole, so the potential for micro-motion/and or migration and risk for tissue inflammation and/or pain is unlikely. According to the report, the surgeon completed the surgeon with a non-significant delay using a back-up device in an additional bone hole. Since there were no further complications reported, no further clinical/medical assessment is warranted at this time.please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a knee procedure, the footprint anchor device was loaded with tape and tapped into prepared drill hole. Upon burying to the black laser line the purple knob was twisted clockwise until clicks heard. Inserter removed then tension was put on ultratape to confirm fixation at which point the tapes came out from the anchor. The anchor devices was left in the patient. The procedure was successfully completed with non-significant surgical delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).